Event description:
The facility returned a cc4204a collamer aspheric single piece lens to the manufacturer torn. The facility indicated the lens was not implanted and was cracked. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation codes: method - (other): work order search. Results - (other): a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic torn. Pieces of the lens optic and both haptics were torn off and missing. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).